Manufacturer narrative:
The insulin pump was returned without a battery installed. The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Data analysis: (B)(6) 2016 daily insulin total = 19.250 u; (B)(6) 2016 daily insulin total = 18.500 u; (B)(6) 2016 daily insulin total = 30.400 u; (B)(6) 2016 daily insulin total = 36.500 u; (B)(6) 2016 daily insulin total = 38.875 u; (B)(6) 2016 daily insulin total = 36.000 u; (B)(6) 2016 daily insulin total = 13.800 u.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The caller stated that the customer had hypoglycemic reaction; he was unresponsive and unable to speak. When the caller went to the customer's bedroom he was already dead. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer was having unstable blood glucose for over a month prior to passing. Approximately one and a half weeks prior to passing the customer's blood glucose dropped to 34 mg/dl at a kitchen table. The caller gave the customer peanut butter and within forty-five minutes the customer's blood glucose came back up. The paramedics were also called. The customer's last known blood glucose values were 360 mg/dl and 237 mg/dl. The caller checked the customer's glucometer and realized that the customer had some high blood glucose readings over the last few days. The caller agreed returning the insulin pump for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.